Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, blood leaked from the shunt sensor. The user facility has not confirmed that the circuit was primed with blood. A couple milliliters of blood loss. Product was changed out. Surgery was completed successfully.